Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the 6fr sheath was placed in the v side and guidewire was crossed. Dilation was performed with a 5x40 sterling balloon, but there was still remaining stenosis. Additional dilation was performed using the peripheral cutting balloon, however at first inflation, the balloon ruptured at 6atm. The 5mm sterling balloon was again used for dilation and the procedure was completed. There were no patient complications reported.